Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when as asymptomatic patient presented for device check due to an error message. Device interrogation revealed a message "device reported an atypical condition" when magnet was applied. The clinician was not able to perform capture testing. Programming changes were made, and issue was resolved. The patient did not experience any adverse consequences.